Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the forceps elevator and the bending section cover had foreign material. Additional findings include the following: the adhesive on the bending section cover was detached, the light guide cover glass had a dent, switch 1 had a cut, the play of the up / down knob was out of the standard value due to wear of the angle wire, the water removal ability did not meet the standard value due to the clogging of the nozzle, the number of missing elements exceeds the standard value due to damage on the ultrasonic cable, the bending angle in the right direction did not meet the standard value due to wear of the angle wire, the forceps channel port had a dent / was shaved, the suction cylinder was shaved, the scope cover had discoloration, the air / water cylinder was shaved, water tightness was lost due to damage on the channel tube, and the electrical connector had corrosion. The following findings had a scratch: the protector of the universal cord on the scope connector side, acoustic lens, distal end, universal cord, scope cover, up / down knob, grip, switch box, scope connector, and the right / left knob. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the forceps elevator and the bending section cover had foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. Although it was confirmed there was damage to the forceps channel port and a detachment of the adhesive on the bending section cover, it is unknown if this damage would affect removal of the foreign material. Furthermore, it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented by handling the device in accordance with the following IFU: chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.